Event description:
Device malfunction: clip mislocation, elongated exchanged sheath. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in-training in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the clip deployed in the distal end of the exchange sheath. Manual compression was applied to achieve hemostasis. Visual inspection of the device by the cath lab staff revealed that the exchanged sheath appeared elongated. There were no reported adverse pt effects. No add'l info was provided.

Manufacturer narrative:
The device is being held by the user facility risk management and will not be returned for evaluation. The lot number was provided. A review of the device history for this lot did not produce any findings relevant to this report.